Manufacturer narrative:
The customer stated that the cause of the discrepant results was related to the lack of required customer maintenance and the issue is not occurring at this time. The customer also stated that repeat testing was performed to confirm correct results and a corrected report was issued.

Event description:
The customer reported discrepant results between multistix 10 sg and when viewed under a microscope (40x magnification field) for urine blood, leukocytes and nitrites. There was no reported injury due to this event.